Event description:
It was reported that during testing conducted at the user facility prior to the start of a surgical procedure the device was leaking oil and over heating. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.